Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that fill resistance was experienced during the load process. The customer's blood glucose level was in the 200s mg/dl. A syringe needle change was performed resolving the issue.